Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Investigation summary: "material #: 364390. Lot/batch #: 3340241. Bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. The indicated failure mode was attributed to the plunger stopper supplier. Bd has issued a supplier corrective action request (scar) to the plunger stopper supplier due to the increase in complaint trends for this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd preset¿ eclipse¿ syringe, blood leaked past the plunger stopper. A new syringe was used to recollect the blood sample from the patient. There was no report of adverse impact to patients or users.